Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s remote was not working and it was not turning on their battery inside. The patient stated that they tried new batteries however there was no connection to the ins. The patient stated that they didn¿t see anything on the screen. During the call the patient was seeing the eri message. It was reported that the patient was then seeing the eos screen. The patient stated that they just saw the eri message yesterday and the eos message today, however they had issues with their controller for one week. The patient thought their ins would last 5 years (implant is about 2.5 years old). The event occurred in (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They re-reported that the stimulator battery wasn't working because it had hit eos. The patient said that the last time she had her implant checked the patient programmer told them that battery was off. The patient said stimulator stopped working "almost a year ago". The patient mentioned that they have non device related knee replacement surgery on monday. Patient services reviewed for patient to bring the patient programmer to appointment. It was recommended that the hcp call technical services prior to surgery for guidelines. No symptoms were reported.